Event description:
This file is a review of the following journal article: poepping, t., et al (2022) proximal subpectoral biceps tenodesis utilizing the mitek super quickanchor plus suture anchor. Pages 1-7 (USA). The study emphasizes on the review of the author¿s experience treating lhb tendon pathology utilizing the mitek super quickanchor to perform open subpectoral biceps tenodesis. The patients evaluated on course of this study: 68 patients. The article describes the following procedure: proximal subpectoral biceps tenodesis. The devices involved were: unknown super quick anchor. Complications described: one patient had a complication directly related to the biceps tenodesis. The patient presented with increasing pain, redness, and swelling around the axillary incision. He returned to the operating room 3 weeks postoperatively for open irrigation and debridement. The suture anchors were not removed. He was treated with 2 weeks of oral antibiotics resulting in resolution of the wound infection. A copy of this literature article is attached to this medwatch report.

Manufacturer narrative:
Additional narrative: this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch wil be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.